Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device mmz563 batch number, and no non-conformances were identified. Additional summary: it was received for analysis an unopened sample. During the visual inspection of the sample, no defects were found on the packages. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of the representative sample, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was broken during suturing. Further details are not provided. There were no adverse consequences to the patient.